Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 514 mg/dl with polydipsia, nausea and vomiting associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pumps history. Cts determined the following to contribute towards the bg excursion: miscounting carbohydrates, failure to bolus, dehydration, change in medication and an incorrect manual calculation of dosage. The patient was referred to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.